Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon functional testing fse found that system lost connection with ipc which caused ipc start up failure. The fse replaced geo pc q35 and installed software. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura xper fd20 system experienced an ipc start failure. The complaint device was not in clinical use at the time of the event and no harm was reported. Philips has started an investigation of the complaint.